Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: initial examination of the returned device noted that it was returned within an 8 french sheath. The balloon material was torn circumferentially at approximately 75mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip but is bunched up in appearance, making it impossible to remove the sheath. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a balloon rupture and removal difficulty occurred. The lesion being treated was instent restenosis of an unknown stent located in the cephalic arch. The physician advanced a 8.0 x 80mm x 75cm gladiator balloon catheter to the target lesion. Upon the first inflation at 12atms the balloon ruptured circumferentially. The balloon catheter could not be removed through the sheath so the devices were removed as a unit after "expanding" the access incision. No further complications were reported and the patient's status is ok.